Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No blank display during testing. Device received with scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had scratches on the display screen which makes trouble in reading the screen. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.